Manufacturer narrative:
The reported event could not be confirmed. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews the device was not returned.

Event description:
It was reported that a foley catheter balloon would not drain. A 10ml syringe was connected to the balloon port and only 1ml drained from the balloon. The doctor was called to the bedside to asses for anatomical obstructions. Ultrasound was performed by the doctor with no obstructions noted. Pressure to the bladder was applied during the ultrasound and an additional 5ml drained into the syringe. Foley was then pulled from the patient with minimal resistance. Upon inspection of the catheter, 2ml remained in the balloon. Additional information received, the foley catheter was discarded and there was no impact to the patient.